Manufacturer narrative:
UDI number: (B)(4). The delivery system was not returned to edwards lifesciences for evaluation, as it was discarded by the facility. Per the instructions for use (IFU), balloon rupture is a potential risk of the tavr procedure. Transcatheter delivery balloon burst complaints have been previously investigated by edwards and documented in a technical summary written by edwards lifesciences. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. In this case, the cause of the delivery system balloon burst cannot be confirmed, however, it may be related to patient/procedural factors (small valve area, calcification). The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported, during a transaortic tavr procedure with a 26 mm sapien 3 valve in the aortic position, the balloon ruptured during deployment. There was no harm to the patient. The balloon burst at full inflation and there was no additional volume added to the balloon. The patient had a moderately calcified annulus. Per report, the perceived root cause of the balloon burst was due to a small valve area, in combination with calcification on the valve.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The delivery system was not returned to edwards lifesciences for evaluation.  A review of imagery provided by the site revealed balloon burst with separated balloon.  Balloon burst and balloon separated was confirmed based on the returned imagery. A device history record (DHR) review was performed and revealed no manufacturing issues that may have contributed to the reported event. A review of the risk management documentation was performed and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint was confirmed with the relevant imagery provided by the site. Per report, the perceived cause of the balloon burst was due to the tight valve area, accompanied with the calcification on the valve". Based on this information, it is likely that the root cause of the balloon burst is related to those detailed in a technical summary written by edwards lifesciences. A detailed root cause analysis for similar returned complaints has been summarized in the technical summary. The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing non-conformance contributed to this type of event; and it details why balloons are subject to increased risk of burst in a calcified annulus. While it was reported patient had moderately calcified annulus, calcification at this area can increase the risk of balloon burst during thv deployment. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. The technical summary also outlines the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). As such the balloon burst could have an altered balloon profile therefore leading to the noted difficulties during removal, as the result of such difficulties requiring additional force. This additional force can cause further damage leading to reported balloon separation. As a result, available information suggests that patient factors (calcification) and/or procedural factors (retrieval of burst balloon) contributed to the balloon separation.

Manufacturer narrative:
Correction to sections d4, h4, and UDI number: (B)(4).

Manufacturer narrative:
Per additional information received, the balloon ruptured and there was fragments of the balloon which separated from the device during removal, but the physician was able to retrieve all the pieces.